Event description:
Treatment of an aneurysm. During pipeline deployment, it was reported that the physician had a difficult time opening the pipeline and releasing it from the capture coil. The pipeline did not fully cover the aneurysm neck after it was deployed; therefore, another pipeline was deployed for full coverage. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).